Manufacturer narrative:
It was reported that a delta patient-monitoring device did not alarm for either asy or vf. The draeger technician reported that there were no logs available for the date and time of the event, and that the delta monitor was tested and found to operate as designed. Based on the provided draeger technician statement and that no further information is available, no malfunction of the delta monitor could be verified.

Event description:
The customer reported that the delta monitor failed to alarm for a critical event. No adverse patient impact was reported.

Manufacturer narrative:
A draeger technician tested the monitor on site with no malfunctions identified. Additional information including what type of critical alarm, device logs and event strips from the events have been requested. A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the delta monitor failed to alarm for a critical event. No adverse patient impact was reported.